Manufacturer narrative:
H10: two hundred (200) actual samples were received for evaluation. Six (6) units were visually inspected which observed a damage in the interlink t-connector, non-retractable male luer lock. Functional testing was performed including pressure testing and clear passage test. The clear passage did not fail and the pressure test failed on the six units. The reported condition was verified. The cause of the condition is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink system non-dehp t-connector extension sets had connection issues which resulted in leaks. This was further described by the customer as, ¿they have faulty t-connectors that were inhibiting them from screwing on to the angiocathe as they were inserting the patients¿ ivs¿ (intravenous lines). This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.